Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant which initially showed a good pacing threshold of 0.5 volt but after placement of the other two leads the threshold increased to 3.0 volts, and multiple attempts to reposition and re-screw the lead did not improve the threshold. During further troubleshooting, the rv lead showed abnormal behavior. This rv lead bent into a j-shape even with a straight stylet, and outside the body the helix required more than 20 turns to extend. After extension, the helix could not be retracted despite multiple attempts. A new rv lead of the same model was implanted successfully. No adverse patient effects were reported.